Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02277. It was reported that patient's right s1 lead was explanted and replaced with a lead at s3 due to ineffective stimulation. Effective therapy was established post-operatively. Note: it is unknown which s1 lead was explanted and replaced so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.